Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2019-00492 to 3012447612-2019-00496. [Mw5090392.pdf].

Event description:
It was reported that a patient underwent a revision surgery where three screws, a plug, and a transverse connector were removed. A vitality screw was found to be fractured and a polaris screw was found disassembled. There was no further surgical information provided this is report four of five.

Manufacturer narrative:
Additional information in b4, g4, g7, h2, h6: results, and conclusion codes. The product was not returned for evaluation, and no x-rays/photographs were provided that showcases any issue that could have led to revision surgery. Without product return a full evaluation cannot be completed so no evaluation results are available. The lot number for this specific device was not provided. Therefore, the device history record (DHR) review cannot be performed in this case. Without further information or product return, the cause of this failure and the reported revision surgery cannot be determined.

Event description:
It was reported that a patient underwent a revision surgery where three screws, a plug, and a transverse connector were removed. A vitality screw was found to be fractured and a polaris screw was found disassembled. There was no further surgical information provided. This is report four of five.